Event description:
Caller reports back to back results of 532 mg/dl on inform system #1 compared to results of 176 mg/dl on inform system #2. Caller reports pt was treated based on meter #2 results of 176 mg/dl; treatment was not provided. Caller reports quality controls were run and in range. No adverse event reported. Caller reports there are no strips to return; a replacement was sent.

Manufacturer narrative:
This medwatch is for the suspect device used in inform system #1. Please see medwatch with pt is for suspect device in inform #2.